Event description:
The customer reported her blood glucose, carbohydrate intake and insulin history is as follow: at 5:15 pm, the pod was deactivated and she realized the cannula was bent.

Manufacturer narrative:
The product was not returned to eval. We are unable to confirm the reported bent cannula or to determine whether it contributed to the reported hyperglycemia. Qualification records were reviewed and the product lot met all acceptance criteria.